Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power up/no display) has been confirmed. Upon investigation the battery charger power supply connector pins were unseated, which prevented the battery charger from powering up and charging a battery. The root cause for the unseated pins could not be positively identified but was likely excessive force. No adverse event resulted from the damaged power supply connector. The patient received a replacement battery charger.

Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger did not have a display. The patient was issued a replacement battery charger.